Event description:
It was reported that the catheter lumen was blocked on the 2nd day of use. Per follow-up information received from ibc on 02jul2021, it was reported that urine leaked from the bag on the 2nd day of use.

Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter lumen was blocked on the 2nd day of use.